Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for the sensor and the transmitter for further investigation.the RMA was authorized for the return of sensor for further investigation. A visual inspection of the sensor showed a small portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is potentially due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Functional testing revealed optical instability in the long end distal region, which was also observed in the in vivo raw data. This area was de-weighted by the system and was not contributing to the sensor glucose. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the sensor inaccuracies may potentially be related to an issue with the in vivo state of the sensor hydrogel. The transmitter was not returned to senseonics by the closure of the complaint, so there are no log files available for further analysis. As part of resolution, the user's sensor and transmitter were replaced. B4. Date of this report 17 april 2025. G3. Date received by the manufacturer? 17 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.